Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿impaction bone-grafting of severely defective femora in revision total hip surgery: 21 hips followed for 41-85 months¿ by frans c. Van biezen, et al, published by acta orthopaedica scandinavia (2000), vol. 71, no. 2, pp. 135-142, was reviewed. The purpose of this article was to review the efficacy of femoral impaction bone grafting in thas for patients with severe bone defects implanted between september 1992-september 1995. The authors used competitor and depuy tha components. This complaint captures the individual results for patients implanted with cemented depuy charnley products. The cement utilized is unknown. The manufacturer of the components used in revision are unknown. Patient 4: (B)(6) female. Charnley stem revised due to periprosthetic fracture, stem loosening of an unknown interface, and stem migration. Patient 7: (B)(6) female. Revised charnley stem due to pain, stem loosening of an unknown interface, and stem migration secondary to non-union of the femoral osteotomy site (bone injury). Patient 8: (B)(6) female. Revised charnley stem due to pain and stem loosening of an unknown interface. Patient 12: (B)(6) female. Revised charnley stem due to pain and stem migration secondary to loosening of the stem. Patient 20: (B)(6) male patient. Revised charnley stem due to pain, stem loosening of an unknown interface, and 4-mm stem migration. Patient 21: (B)(6) female. Revised charnley stem due to pain, periprosthetic femoral fracture, stem loosening of an unknown interface, and 3-mm stem migration. Patient 16: (B)(6) female. Patient experienced a dislocation of a charnley cup and a competitor femoral head. Treatment for the dislocation is unknown. "